Manufacturer narrative:
Concomitant medical products: transcatheter valve, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infected cardiac resynchronization therapy defibrillator (crt-d) system. The patient was also in the hospital for a procedure when they received an inappropriate shocks during the medical procedure. The patient is now hearing a beeping multiple times a day for unknown reasons. The device and leads remain in use. No further patient complications have been reported as a result of this event.